Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The reporter stated that the patient had started the initial drain prior to connecting to the device. The technical services representative assisted the patient in clearing the alarm and advised him to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Initiating therapy prior to connecting to the device is a known cause of this alarm. Use errors and proper user instructions are addressed in -the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.